Manufacturer narrative:
Device received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify battery out limit alarm due to unresponsive button. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose value was 396 mg/dl. Customer also stated that insulin pump had battery out limit alarm during normal use. Customer stated they were unable to clear the alarm. Customer was not able to complete any troubleshoot as the insulin pump was alarming button error. Customer stated that all the buttons was not working. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.